Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned; visual and dimensional evaluations could not be performed. Visual inspection of the photo-identified head and liner. The liner shows wear and blood. The head shows dark debris inside the taper. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: patient presents for MRI results, pain 3/10. MRI demonstrates some assorted soft tissue findings but no evidence of pseudotumor or evidence of particle disease unstable right tha with 2 dislocations, poly wear noted, plan for revision right tha: failed right tha secondary to poly wear and instability clear synovial fluid encountered, no evidence of necrosis or purulence, scar tissue excised from the femoral neck. There was a tiny amount of corrosion on the trunnion. Significant poly wear noted on the liner. Stem and acetabular components well-fixed and left intact. Tines of the shell bent back to make room for the trial, liner cemented into place, 'we scored the back of the liner with a bur for cement interdigitation¿score the anterior of the acetabular component with a bur' it was rather temperamental in terms of getting the positioning of the liner right. Head and liner exchanged without further complication device history record review was unable to be performed as the lot number of the device involved in the event is unknown.   A definitive root cause could not be determined.   If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: zimmer cat# 00-9026-028-00 lot 74469700 cocr head 28mm+0, zimmer cat# 00-6728-006-00 lot unknown hgp ii poly liner f, cat# unk lot unk hgp ii shell, cat# unk lot unk screws x3, cat# unk lot unk multilock hg stem 14mm. The device will not be returned for analysis; as the device was discarded, however, an investigation of the reported event is in progress. Once the investigation is completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 00807, 0001822565 - 2021 - 00808.

Event description:
It was reported the patient underwent right total hip arthroplasty. Subsequently, patient was revised approximately 20 years post implantation due to recurrent dislocations and poly wear. During the procedure, corrosion was found on the neck of the stem. The liner and head were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.